Event description:
Physician was using a gel mark ultra following a biospy using a mammotome biopsy probe. Md was an inexperienced user. While attempting to remove the gel mark ultra applicator from the mammatome probe, he noted that the applicator tip had sheared off and is presumed to have been left behind in the patient's breast. There were no patient adverse effects.